Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. However, the device was put through extensive testing without duplicating the malfunction. The mfc device receptacle were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG service required" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.